Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a review of the pump black box data indicated that data from the event has been overwritten, however, the current black box data showed evidence of short battery life and voltage drops. During a visual inspection of the pump, the battery compartment was observed to be cracked and there was moisture contamination inside the compartment. The battery cap threads were observed to be damaged and the pump was unable to maintain an electrical connection due to the cap detaching from the pump. A leak test showed a leak at the battery compartment crack. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored.